Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient didn¿t change anything to lead to the pain that they had been experiencing. The patient went to the emergency room and was injected with cortisone to resolve the pain; however, at the time that the additional information was received, the patient was still experiencing pain. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of radicular pain syndrome (radiculopathies). It was reported that the ins recharger (insr) had a blank screen and the desktop charger (dtc) connector pin was broken. The patient reported that they were in pain. A replacement dtc was sent. No further complications were reported/expected.